Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose and insulin pump had a beep anomaly. The customer¿s blood glucose was 24 mmol/l. Customer treated with manually injection for high blood glucose. The product will not be returned for analysis.